Manufacturer narrative:
Date of event and implant: estimated date. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. The reported patient effect(s) of angina, myocardial infarction, cerebrovascular accident, ischemia, and thrombosis are listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. A conclusive cause for the reported angina, myocardial infarction, heart failure, cerebrovascular accident, ischemia, thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience v referenced is being filed under a separate medwatch report #. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#.

Event description:
Details are listed in the attached article, titled ¿prognostic significance of the medina classification in bifurcation lesion percutaneous coronary intervention with second-generation drug-eluting stents." It was reported through a research article identifying xience prime and xience v drug-eluting stents that may be related to the following: angina, acute myocardial infarction, heart failure, stroke, ischemia, thrombosis, repeat cardiac catheterization, repeat target vessel revascularization by percutaneous coronary intervention, coronary artery bypass grafting, and death.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na